Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. During the investigation pil observed the sd card cover and air inlet filter were missing. A brownish dust-like contaminate consistent with mineral deposits, (possible liquid ingress) was observed on the ui panel around the control knob. A heavy amount of corrosion was observed around the cr16 and cr17 components. A potential dried liquid spot was observed on the left side panel, in the iso port, on the bottom enclosure, on and in the blower housing, on the bottom of and inside the blower motor. Unknown contamination was observed on the left side panel. Small scratches were observed all over the bottom of the bottom enclosure. Dust-like contamination was observed on and under the top enclosure, left and right side panels, on and in the iso port, in the air inlet, on the bottom enclosure, on the pca, on and under the blower cap, on and inside the blower motor, in and under the blower housing, on the sound abatement foam, and around the walls of the bottom enclosure. A small piece of a wrapper was observed in the bower housing outside of the blower motor. Pil observed the bottom of the blower motor was cracked. Potential sound abatement foam was observed on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device.